Event description:
Related manufacturer reference number: 3006705815-2021-01810, 1627487-2021-13246. It was reported the patient's leads coiled around the ipg and migrated. The issue was confirmed via x-rays. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01810, 1627487-2021-13246. Additional information was received wherein the leads were explanted and replaced. Additionally, the ipg remained implanted.